Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: during investigation, the black box for the date of the event was not available. The available black box showed a partially discharged being installed leading to a low battery alarm waning. There was no moisture/corrosion observed in the battery compartment. There was no damage found to the returned battery cap or the battery compartment. The returned battery cap was able to attach to the pump and power on. The current draws were within specification. A "battery life" issue was not duplicated during investigation. The pump cover was removed and there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).